Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded by theatre staff.

Event description:
It was reported that gamma nail removed and patient revised to a exeter trident total hip replacement.